Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient has been trying to get an MRI for a month. They are trying to use the replacement communicator and cannot get the equipment to communicate. Troubleshooting worked with pt to restart the handset and try connecting to the ins but the screen showed: device not responding that was not resolved by repositioning. Pt said they recharged their ins 2 days ago but did not know they could connect to the recharger app on the handset to confirm recharging information. Troubleshooting worked with pt to try and check using the charging equipment and handsetbut pt could not find the recharger app on the (j3) handset. Troubleshooting conferenced on mobility, who checked the user ID number and stated the handset had not been seen for 3 years (date for pt's prior device). Troubleshooting confirmed this was their handset from 2019 and was not their handset from 2021. Pt said this is the only handset they can find, they have looked and cannot find any other. Troubleshooting reviewed this will not allow for MRI mode and cannot hold the recharger app, pt must have the compatible handset for their current ins. The issue was not resolved through troubleshooting. The caller was redirected to sunmed medical to replace their lost handset. See case # rtg0308819 communicator replacement and rtg0310088 for the report of pairing the replaced communicator. Caller was redirected to the lost/stolen vendor.

Event description:
Additional information was received from the patient. They reported that the cause of them not being able to connect to their ins was unknown but listed a likely cause of "the communicators will not match up with each other." The patient noted the steps taken were "order a new unit." The patient clarified the issue has not yet been resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.